Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopaedic salvage system poly locking pin catalog #: 150478, lot #: 816710, orthopaedic salvage system im stem with screw 17mm x 90mm catalog #: 150364, lot #: 099860, orthopaedic salvage system segmental femoral component 7cm right catalog # 150354, lot #: 782310, orthopaedic salvage system modular tibial baseplate 79mm catalog #: 150424, lot #: 689560, series a thin 3-peg patella 37mm x 8.6mm catalog #: 184788 lot #: 277320, orthopaedic salvage system tibial poly bearing 16mm catalog #: 150412, lot #: 622440, orthopaedic salvage system reinforced yoke catalog #: 150493, lot #: 293580, orthopaedic salvage system poly femoral bushings 2pk catalog #: 150477, lot #: 096430, orthopaedic salvage system axle catalog #: 150480, lot #: 942420, orthopaedic salvage system poly tibial bushing catalog #: 150476, lot #: 540910. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-01927, 0001825034-2023-01929. H3 other text: investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address post-operative instability and requiring a different length to stabilize the leg once again approximately six (6) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.